Manufacturer narrative:
D4: updated batch/lot #.

Event description:
It was reported that the stent moved on the balloon. A synergy xd drug eluting stent was prepared for procedure. However, when the stylet/cover was removed, it was found that the stent was deformed and partially off the balloon. The procedure was completed with alternative method. There were no patient complications reported.

Event description:
It was reported that the stent moved on the balloon. A synergy xd drug eluting stent was prepared for procedure. However, when the stylet/cover was removed, it was found that the stent was deformed and partially off the balloon. The procedure was completed with alternative method. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 48mm stent delivery system (sds) was returned for analysis. Visual examination identified the stent had damage at the proximal section. No issues identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Examination of the crimped stent via scope found evidence of stent damage with stent struts pulled from proximal section over distal bumper tip. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement.

Event description:
It was reported that the stent moved on the balloon. A synergy xd drug eluting stent was prepared for procedure. However, when the stylet/cover was removed, it was found that the stent was deformed and partially off the balloon. The procedure was completed with alternative method. There were no patient complications reported.